Event description:
It was reported, the rigid video scope had air leakage around light guide section. There were no reports of patient harm.

Manufacturer narrative:
E1: facility name: (B)(6). E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted, when the investigation is completed or if additional information becomes available.

Event description:
The issue occurred during reprocessing for a therapeutic vats procedure. The procedure was completed using the same device.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was not confirmed. A root cause could not be identified. Based on the results of the investigation, a probable cause was not identified for the event of air leakage around light guide section. Based on the results of the investigation, the probable cause for the event of the insertion tube was dent is most likely a component failure of insertion tube. Also, based on the results of the investigation, the probable cause for the event of the video connector cover was dent.is most likely a component failure of video connector cover. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.